Manufacturer narrative:
The device voice instructions when a shock is advised are "press the flashing orange button now." The on/off button is green and does not flash. No other details are currently available. This event is being filed since it cannot be conclusively determined if the device caused or contributed to the victim's outcome.

Event description:
It was reported that a defibrillator was brought to the scene of a witnessed cardiac arrest. When the device issued a shock advised voice instruction, the responder pressed the on/off button rather than the shock button.